Event description:
A call to patient services on (B)(6) 2011 states that a medtronic lead was implanted on (B)(6) 2010. Physician had a difficult time implanting it. Patient had a hematoma over the site afterward. Wonders if that could be the reason why the device beeped this morning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).